Manufacturer narrative:
(B)(4): the customer reported that the device did not pace as expected. There was no report of pt impact or involvement. Philips evaluated the device and could not reproduce the reported symptom. We will consider this a malfunction based on the customer report. We could not determine the cause because, the symptom could not be reproduced.

Event description:
The customer reported that the device did not pace as expected. There was no report of pt impact or involvement.